Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit breaker was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's turned off on a regular basis and there was a problem with the circuit breaker and the connecting cable. No pt injury was reported.